Event description:
It is reported that the acetabular cup is loose.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. Evaluation summary: during the primary surgery, the surgical technique involved a 4.5 cm length anterior wound and a 2.5 cm length posterior wound were used. This smaller incision technique may have contributed to less than optimal implantation of the component devices. Factors which may contribute to acetabular loosening may be one or a combination of the following mechanisms: initial shell instability and/or initial press fit condition of the shell, debris between the shell and bone during implantation, improper shell size for pt, malalignment of shell/liner assembly, poor bone quality, impingement, or post-op pt activity. Without more information, the exact cause for this event cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.